Event description:
It was reported that the patient experienced high impedances across both leads and splitters and loss of stimulation. Reprogramming was performed, but was not successful in recapturing the patients pain area. The physician elected to explant the entire spinal cord stimulator (scs) system. The patient is doing well postoperatively.

Manufacturer narrative:
The returned lead sc-2316-50 serial number (B)(6) was analyzed and the high impedance measurements and loss of stimulation was confirmed. A visual inspection found no obvious lead damage. However, the continuity test showed nine cables were open and x-ray inspection confirmed the lead fractures occurred in the proximal tip. When excessive mechanical/tensile force was exerted onto the flexible splitter boot, the proximal tip inside the boot also became kinked and fractured due to its rigidity, resulting in the reported patients experience. The returned lead sc-2316-50 serial number (B)(6) was analyzed and confirmed the high impedance measurements and loss of stimulation. The continuity test showed 14 cables open. Visual and x-ray inspections confirmed the cable fractures at the clik site, about 18.0 centimeters from the proximal end. When excessive mechanical/tensile force was exerted onto the lead, the lead became kinked after it exited the clik anchor and resulted in the cable fractures. The returned ipg sc-1132 serial number (B)(6) was analyzed, but could not confirm the event of high impedance and loss of stimulation as no problem was detected. Impedance measurement revealed no anomalies. The device passed the functional test and revealed normal device characteristics. The returned clik anchor sc-4316 batch/lot number 16280943 was analyzed, but could not confirm the event of high impedance and loss of stimulation as external visual inspection found no anomalies. The returned splitters sc-3400-30 serial number (B)(6) were analyzed, but could not confirm the event of high impedance and loss of stimulation, as visual and x-ray inspections found no anomalies. The devices passed the continuity test and revealed normal device characteristics. With all the available information, engineers concluded the high impedance measurements and loss of stimulation were caused by a lead fracture. The leads became bent after exiting the clik anchor, which exposed the bent location to excessive mechanical, tensile force that caused the lead cables to fracture.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 15853269. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 16138646. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 15834849. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 15744397. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 16280943.

Event description:
It was reported that the patient experienced high impedances across both leads and splitters and loss of stimulation. Reprogramming was performed, but was not successful in recapturing the patients pain area. The physician elected to explant the entire spinal cord stimulator (scs) system. The patient is doing well postoperatively.